Event description:
Pt presented with pain in right upper breast and also some ankle pains. She had had bilateral breast augmentation in 1982. Mammogram in 1995 showed bilateral rupture of implants. She had capsular contracture of both breasts. She had total capsulectomy of right and left breasts; removal of ruptured implants and implant material right and left breasts; insertion of saline implants.